Event description:
The reporter indicated that the dell hand held computer screen was freezing upon interrogation of vns patients' generators. After 10 minutes, the next screen appeared and the programming system functioned as intended. The hand held and software have been returned to manufacturer and are pending product analysis.